Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens was explanted and successfully replaced with a longer length lens. Cause of the event was not reported.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event within associated lots was found. (B)(4)